Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (sensodyne true white toothbrush) toothbrush (batch number unk, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started sensodyne true white toothbrush. On an unknown date, an unknown time after starting sensodyne true white toothbrush, the patient experienced foreign body in throat (serious criteria gsk medically significant). The action taken with sensodyne true white toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat was unknown. The reporter considered the foreign body in throat to be related to sensodyne true white toothbrush. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on 06mar2023. The consumer reported that, "when brushing her teeth with one for the first time, something suddenly got caught in the throat. She checked that one of the bristles got out and went into the throat". Follow-up 1 information was received on 07mar2023. It was reported that "the product number :04640539 was downgrade. Reason for downgrade was reported as pqc logged in error follow-up 2 information was received on 07mar2023. No new information was added to the case. Initial and follow-up 1 and 2 were processed together. Follow up information was received on 27mar2023 from quality assurance (qa) department regarding complaint (B)(4) ((B)(4)) for unknown lot number. Investigation evaluation: 2023-03-27 07:37:59: complaint report gsk 30079 condition of complaint sample(s), description of complaint classification: non-expedite complaint receipt sample: schiffer received one sample for investigation consumer verbatim in local language: (ae plus pqc) 1) ae description when brushing her teeth with one for the first time, something suddenly got caught in the throat. She checked that one of the bristles got out and went into the throat. 2) follow up consent: hung up before asking 3) illness / other medication: hung up before asking 4) hcp relevance evaluation (relevance with the product) (pqc) - bristles of sensodyne white toothbrush got out. (2 bristles) - a bristle of sensodyne white toothbrush came out 0.5cm (1 bristle, image attached) consumer verbatim in english: the consumer said that toothbrush hair was missing at 2 toothbrushes. And a hair of the toothbrush was came out (the photo was attached) notice: the following details assume that it is product of schiffer. Root cause analysis investigation according to the shared lot code from toothbrush made. Remaining information are traced back and giving us the following information: result: toothbrush made by m and c schiffer production date: 06.01.2022 machine: b 027/037 lot code: s 2006571s a. Analysis includes visual and microscopic inspection, as well as review of production process data and in process control documentation. The documentation of the in-process control and the entries of the digital shift log give no indication of an incorrect production. In-process control: bundle filling, filament diameter, cut length and tuft retention force are within the tolerance and are therefore ok. Microscopic examination showed clear dirt (caused by use) as well as toothbrush use. The filaments show clear signs of use and are partly clearly bent. In addition, damage and tooth marks can be seen on the front and back of the toothbrush head. The outstanding filament is clearly rounded and must therefore have had the correct position in the production process. No indications of further production defects were found. This damage is obviously caused by inappropriate use. Based on this analysis, a production error can be excluded. This complaint has been logged and will be evaluated and present in the monthly complaint review process. Photo documentation. The investigation reports concluded that, complaint stands unsubstantiated. As per the follow up information the lot number of the product is updated to s 2006571s a. Follow up information was received on 10apr2023 from quality assurance (qa) department regarding complaint 04645214 for unknown lot number. Investigation evaluation: reciept sample : schiffer received one sample for investigation. Consumer verbatim in local language: (ae+pqc) 1) ae description when brushing her teeth with one for the first time, something suddenly got caught in the throat. She checked that one of the bristles got out and went into the throat. (2) follow up consent : hung up before asking (3) illness / other medication : hung up before asking (4) hcp relevance evaluation (relevance with the product), bristle of sensodyne white toothbrush fell out (2 piece) bristle of sensodyne white toothbrush stuck out 0.5cm (1 piece, picture attached).root cause analysis ,investigation according the shared lot code from toothbrush made. Remaining information are traced back and giving us the following information: result : toothbrush made by m and c schiffer production date: 06.01.2022 machine: b 027/037 lotcode : s 2006571s a .analysis includes visual and microscopic inspection, as well as review of production process data and in process control documentation. The documentation of the in-process control and the entries of the digital shift log give no indication of an incorrect production. In-process control: bundle filling, filament diameter, cut length and tuft retention force are within the tolerance and are therefore ok. Microscopic examination showed clear dirt (caused by use) as well as toothbrush use. The filaments show clear signs of use and are partly clearly bent. In addition, damage and tooth marks can be seen on the front and back of the toothbrush head. The outstanding filament is clearly rounded and must therefore have had the correct position in the production process. No indications of further production defects were found. This damage is obviously caused by inappropriate use. Based on this analysis, a production error can be excluded. This complaint has been logged and will be evaluated and present in the monthly complaint review process.response to consumer (if applicable): the sample you sent was sent to the manufacturer for visual and microscopic examination, and the production process data and process control document review were conducted. The documentation of the in-process control and the entries of the digital shift log gave no indication of an incorrect production. In-process control: bundle filling, filament diameter, cut length and tuft retention force are within the tolerance and are therefore ok. Microscopic examination showed clear dirt (caused by use) as well as toothbrush use. The filaments show clear signs of use and are partly clearly bent. In addition, damage and tooth marks was seen on the front and back of the toothbrush head. The outstanding filament is clearly rounded and must therefore have had the correct position in the production process. No indications of further production defects were found. This damage is obviously caused by inappropriate use. As reviewed in the process documentation, there was no abnormality during production and no error was detected during the manufacturing process, so the cause of the manufacturing plant could not be proved. The investigation reports concluded that, complaint stands unsubstantiated. The product complaint reference number was reported as (B)(4). As per the follow up information, added product complaint event with outcome as unknown and causality as not applicable.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Suddenly got caught in the throat. Bristles got out and went into the throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a female patient who received gsk toothbrush (sensodyne true white toothbrush) toothbrush (batch number unk, expiry date unknown) for dental cleaning. This case was associated with a product complaint. On an unknown date, the patient started sensodyne true white toothbrush. On an unknown date, an unknown time after starting sensodyne true white toothbrush, the patient experienced foreign body in throat (serious criteria gsk medically significant). The action taken with sensodyne true white toothbrush was unknown. On an unknown date, the outcome of the foreign body in throat was unknown. The reporter considered the foreign body in throat to be related to sensodyne true white toothbrush. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on (B)(6) 2023. The consumer reported that, "when brushing her teeth with one for the first time, something suddenly got caught in the throat. She checked that one of the bristles got out and went into the throat". Follow-up 1 information was received on (B)(6) 2023. It was reported that "the product number :04640539 was downgrade. Reason for downgrade was reported as pqc logged in error follow-up 2 information was received on (B)(6) 2023. No new information was added to the case. Initial and follow-up 1 and 2 were processed together.

Manufacturer narrative:
Argus case ID: (B)(4).